Manufacturer narrative:
The instrument was not returned for analysis. The manufacturing documents have been checked and found to be according to specification valid during the time of production. Review of similar complaint indicated user error was the root cause. No corrective / preventive action is required.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Bleeding noted after sealing. Energetic cycle completed and when device was released it was noticed there was not adequate sealing. The complaint received for this item number/batch number indicated 2 devices. The failure of the devices were during 2 different procedures. See MDR 2916714-01141 for other report of incident.